Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. Image 1 displayed the package label which identifies the device from material number 383537, lot number 3059795. The second photo displayed a 20-gauge nexiva device with the needle piercing through the catheter tubing. Your reported issue was confirmed as the needle is visibly piercing through the catheter wall. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. The IFU(instructions for use) indicates that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. DHR for lot number 3059795 has been reviewed. This lot was built and packaged on nfa line 1 from 01mar2023 through 04mar2023 for a quantity of (B)(4). No related quality issues or process deviation were found. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: customer raised concern regarding nexiva ref 383537 lot 3059795. According to the customer, the catheter has tendency to shear upon insertion.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.